Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported ¿concerns about developing alcl, still has a cancer-causing capsule in body and may require further surgery to remove the implant capsule, emotional distress, anxiety¿, ¿suffered, or will suffer, painful removal procedures as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue, mental suffering, was/will be required to undergo additional surgeries and other procedures, incurred substantial hospital, medical, nursing and pharmaceutical expenses there from, disability; loss of earnings; and loss of quality of life¿ (ndr), ¿physical pain¿, ¿capsular contracture¿ baker grade unknown, ¿depression¿ (ndr), and ¿right deep inferior epigastric perforator free flap¿. This record is for the right side. The device status is unknown.